Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2025). Device evaluated by MFR: device not returned.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the device allegedly had difficulty in tracking and seeing the needle through intracardiac echocardiography. It was further reported that the flex point of the needle allegedly broke and lost all push as well as puncture ability. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the device allegedly had difficulty in tracking and seeing the needle through intracardiac echocardiography. It was further reported that the flex point of the needle allegedly broke and lost all push as well as puncture ability. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, one photo was provided for evaluation. The photo shows the needle broke and fracture. The root cause could not be confirmed due to lack of detail information during use. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (instruction for use, unit label, case label and carton label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025), g3, h6 (method) . H11: h6 (device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, one photo was provided for evaluation. The photo shows the needle broke and fracture. The root cause could not be confirmed due to lack of detail information during use. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (instruction for use, unit label, case label and carton label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the device allegedly had difficulty in tracking and seeing the needle through intracardiac echocardiography. It was further reported that the flex point of the needle allegedly broke and lost all push as well as puncture ability. The procedure was completed using another device. There was no reported patient injury.